Manufacturer narrative:
The enlite sensor and sensor cannula was found bent. Needle burrs, hook and dull needle tip defects were found.

Event description:
It was reported via phone call of a sensor anomaly. The customer's blood glucose level was unknown. The customer stated that the sensor was interfering with electrode. This issue occurred twice consecutively. One product of the enlite sensor was discarded. The customer was advised of the possible cause of interfering. The physician commented that there might be burr around the needle and requested to take a photo of the sensor interfering and an enlarged photo of the interfered needle. Despite using the new enlite sensor, two products of the enlite sensor were wasted. The doctor was concerned about the enlite serter anomaly.